Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported the patient experienced a loss of efficacy. Impedances were measured and were found to be out of range. A replacement of the lead was done and upon explant, the lead appeared fractured. The issue was resolved with the replacement. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the tined lead found that all conductor wires were broken 5 cm from the distal end, near the tines. In addition, conductor wires were broken 4.8 and 6.1 cm from the distal end. Connector #0 was also crushed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.